Event description:
Incoming information notes ¿transmission shows gradual increase in rv (right ventricular) threshold¿. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).